Event description:
It was reported that a patient underwent revision surgery to remove a tritanium pl cage. No further information is available at this time.

Manufacturer narrative:
Additional data: d4, h4. H6 coding has been updated to reflect completion of the investigation.

Event description:
No new information.